Event description:
Related manufacturer reference number: 2017865-2022-17285. It was reported that the patient presented for an initial leadless pacemaker implant. During the procedure, it was observed the ventricular leadless pacemaker exhibited high capture thresholds after initial fixation. The physician elected to redock the device in the delivery catheter and reposition the device in a more anterior placement. The second placement of the pacemaker was in the anterior groove and led to cardiac perforation and pericardial effusion. The physician resolved the perforation and effusion with pericardiocentesis and ultimately sternotomy. It was noted that the patient had undergone a transcatheter aortic valve replacement the day prior and had a smaller heart. The leadless pacemaker implant attempt was abandoned and the patient was stable.

Manufacturer narrative:
The complaint of capturing problem was not confirmed. Visual inspection showed that the helix was stretched out of specification consistent with having occurred during procedure. Electrical testing exhibited normal device function.